Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification (segments missing). Analysis also found the upper case, lower case, two side bail covers, and ring cover are broken. The battery release and lead flex cover are contaminated. Two side bails and the ring are missing. Battery contacts are compressed. (B)(4).